Event description:
Through the sternalock clinical research study, a revision due to internal bleeding was reported.

Manufacturer narrative:
According to the user facility report, the re-operation was due to a patient condition and not as a result of the function or defect of the medical implant. The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.